Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient received inappropriate shock for supra ventricular tachycardia. Programming changes were made. The device remains implanted. The patient was stable and will continue to be monitored.